Manufacturer narrative:
The impella device was received on 31-jan-2022. The field lt log was reviewed and a sudden high motor current pump stop was observed beyond 8 days of support. The returned pump was visually inspected and bearing wear was observed. The cause of the pump stop was bearing wear due to use beyond indication. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system . Section: using the automated impella controller with the impella catheter: ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support, and the pump stopped with an adverse outcome. The impella cp pump was placed, and the patient was transferred to the unit intubated and sedated. The plan was to maintain impella mechanical circulatory support (mcs) for 48 hours and assess heart recovery; mcs was extended. Now eight days into support, the impella cp pump stopped and was unable to be restarted. The patient decompensated and was urgently transported to the cardiac catheterization lab for impella pump exchange. The pump was exchanged; however, the patient did not survive the event. Medical safety reviewed the event and noted there is not enough evidence to exclude impella cp device as an associated factor in the patient's outcome (demise).